Event description:
Ptca performed. During the procedure, contrast dye was found to be leaking from the balloon into the patient. Usually as the dye is injected the stent is deployed. In this case, the stent did not deploy since the dye was not being injected into the correct place. The stent, therefore could not have punctured the balloon. The dye was found to be going into the patient through a leak in the balloon instead of through the catheter. The reporter stated the balloon may have had a leak prior to placement but cannot be sure of this. The patient did not appear to have any type of adverse reaction of the dye. This cordis velocity balloon which comes as a kit with the catheter was removed, and another balloon was placed and the procedure was successfully completed. Extended procedure time. This is the first time this type of event has happened with this device at this facility. The site reporter stated there has been difficulty inserting this device with overweight patients in the past. This adult patient was not overweight and the user was skilled in the procedure. There did not seem to be any unusual circumstances surrounding the use of this device.